Event description:
The physician reported the pt fell during bed transfers and the implanted pump became loose in the pocket. The reported outcome was device "inversion, "which required surgical intervention to reposition the flipped pump and correct for pump access issues. The pt was receiving baclofen by simple continuous infusion mode per the implanted drug delivery sys. The pt recovered without sequela. Add'l info has been requested from the physician.